Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the event. At the time of this report, treatment was ongoing and it was unknown if the patient was recovering from the peritonitis. Action taken with dianeal therapy was unknown. No additional information is available.